Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously from the device. The implants were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the devices showed the actuator is in its post t2 deployment position indicating a complete deployment of each device. No suture or ts were returned for examination. One of the three devices is bent. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. After the evaluation the root cause for the reported issue was determined to be user error. (B)(4).